Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, this brady lead was attempted due to a tissue was present in the helix with unreliable helix turns.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed dried body fluid and tissue in the helix housing resulting to unsuccessful helix mechanism test. Laboratory analysis did identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, the susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, this brady lead was attempted due to a tissue was present in the helix with unreliable helix turns.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.